Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the worn out lock latch on video connector caused the loss of image. When the end of the scope connector was wiggled, it did not hold scope connector properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited loss of image and a worn out lock latch. There was no patient involvement.